Event description:
Pt was receiving cystoscopy, laser lithotripsy, tent placement. Laser fiber attached to laser and dr. [Redacted] states, "the laser is making a loud noise" and "laser is not firing--are there micro breaks in the fiber?" Fiber investigated no breaks seen by surgical technologist [redacted] nor circulator [redacted]. Fiber replaced and worked as anticipated.